Event description:
Chemotherapy leakage (monoclonal ca) between the plunger and the syringe body. Problem with the seal? Per customer response on (B)(6) 2024: there is no visible damage to the dm. The event occurred in a safe environment. There is a risk to the healthcare professional during handling due to the leak.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information

Manufacturer narrative:
One 20ml syringe sample received for investigation. Through visual inspection, leakage past the stopper is observed. Sample provided is contaminated with cytotoxic substance. Cytotoxic decontamination cannot be performed since the process will affect syringe performance and results of functional test will not be reliable. It is observed the stopper is correctly assembled in all the samples. When the devices are disassembled, no defects in the plunger or stopper can be observed that could lead to leakage noticed by customer. A device history review was performed for lot 2309772 no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.